Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is colleague p1.5(6.13.92). No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a damaged battery was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.